Manufacturer narrative:
Our distributor for the device, ortho-clinical diagnostics, has investigated this event and has evaluated the instrument. The instrument was found to have been contaminated, contributing to the event. The instrument has been repaired and cleaned, and returned to service.

Event description:
Hamilton co was informed of an event that occurred in 2006, in which the hamilton microlab at +2 instrument reportedly missed pipetting a sample and did not post en error message. No death or injury resulted from this event. This report is associated with hamilton customer.